Event description:
A pt underwent evar on (B)(6) 2011. A main body was deployed down to contra limb and stent graft had been cannulated as pin vice was loosened an top cap attempted to be pushed off. Cap wouldn't push off to release supra renal stent. Significant force was required to push cap off and this resulted in the middle of stent graft being concertina. Update on (B)(6) 2011: as physician was preparing to release the supra renal stent, he removed the first safety wire, this was removed with ease. He then loosened the pin vise and attempted to push off the top cap. This would not push upwards. The wire was checked for positon and it was fine. He then attempted to push off the top cap once again and it was still "stuck." The surgeon contemplated converting to open procedure. He tried once more to push off the top cap and with considerable force, he did manage to release the suprarenal stent. Due to the force used, this then caused the stent graft to concertina. After carrying on with the procedure and performing the final angiogram, there was no endoleak. Pt outcome was requested but not provided by the rptr.

Manufacturer narrative:
Pt outcome was not provided by reporter. Top cap being difficult to remove is not specifically labeled in the IFU. Delivery system including sheath assembly, sub assembly, and shipping stylet was returned to assist with this investigation. The product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the instructions for use for the main body graft states: "read all instructions carefully. Failure to properly follow the instructions, warnings and precautions may lead to serious consequences or injury to the pt." Specifically, the IFU lists key anatomic criteria that, if followed, could prevent this failure mode from occurring. All trained physicians have access to a physician's reference manual that lists troubleshooting techniques if this failure mode is to occur. Controls are in place for the soldering process ensuring the barbs, on the suprarenal stent, have the correct amount of solder and correct amount of spacing between the stent struts and barb wire. The returned device was examined by internal personnel. The following was observed during the course of the investigation: the top cap of the device was dissected lengthwise for examination. Scratches were noted on the interior of the top cap. An indentation, apparently from a barb was noted immediately distal to the hole on the interior of the top cap. The proximal end of the threaded cannula and tapered tip section of the delivery system were also dissected lengthwise for examination, no notable findings were found upon examination. A definitive root cause cannot be determined at this time. We will continue to monitor for similar complaints.